Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 500 mg/dl and was vomiting. The customer went to the hosp and was treated with insulin and fluids. The customer was released from the hosp the same day. As the customer changed the cartridge tubing and site prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was not performed.